Event description:
As reported: "star removal occurring on friday (B)(6) 2022. The ankle is infected. The doctor is taking out the ankle and putting in a cement spacer for the time being".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device disposition unknown.